Manufacturer narrative:
Device used for treatment, not diagnosis. Date of event: unknown when infection or non-union began. Complainant part is not expected to be returned for manufacturer review/investigation. This report is for three unknown screws: locking/unknown lot. Part and lot number are unknown; UDI number is unknown. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate.

Event description:
It was reported that a patient was treated for a grade 2 open tibia comminuted diaphyseal shaft fracture and was implanted with a 10mm ti cann tibial nail-ex w/prox bend 360mm-sterile utilizing three (3) unknown 5mm locking screws on (B)(6) 2018. Delayed healing and nonunion was noted on an unknown date. It was reported that the patient returned to surgery on (B)(6) 2018 for removal of tibial nail and incision and drainage (I&d). There was no surgical delay and no other medical intervention was needed. The patient presently has an infection. Patient status was reported as stable. The procedure was completed successfully. No other additional information available. This complaint involves four (4) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional patient ID (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was treated for a grade 2 open tibia comminuted diaphyseal shaft fracture and was implanted with a 10mm ti cann tibial nail-ex w/prox bend 360mm-sterile utilizing three (3) unknown 5mm locking screws on (B)(6) 2018. Delayed healing and nonunion was noted on an unknown date. It was reported that the patient returned to surgery on (B)(6) 2018 for removal of tibial nail and incision and drainage (I&d) due to infection. The surgeon performed insertion of antibiotic nail spacer. The patient's tibia was reamed, and incision and drainage (I&d) was done. The nail was coated with depuy antibiotic(gentamycin) cement with additional vancomycin added to the mixture. The nail was inserted and a proximal and distal screw were inserted into the nail for stabilization. Also, the original fracture was due to a gunshot wound and the patient is still missing a large portion of bone due to that injury. There were no fragments as reported. There was no surgical delay and no other medical intervention was needed. Patient status was reported as stable. The procedure was completed successfully. This report is for three (3) unknown locking screws. This is report 2 of 2 for (B)(4).